Manufacturer narrative:
The event date is approximate. The device serial numbers or manufacturing numbers were not provided. E1: the reporter (identified in a1 as g.s.) Is reporting the product problem on behalf of of their kid, who was involved in the incident. Manufacture date not provided or identifiable.

Event description:
A consumer reported that their sonicare for kid toothbrush head broke into pieces. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.